Event description:
It was reported that the patient received inappropriate shocks due to noise. The noise was observed in stored emg and was reproduced with pocket manipulation. During extraction procedure externalized conductors were observed. Lead was capped and replaced. Patient condition is good after the event.